Event description:
It was reported that patient had surgery about 2 to 3 years ago. Complains of pain and can't put pressure on that hip. Labs and MRI to follow.

Manufacturer narrative:
Evaluation summary: inspection of the reported devices could not be performed as no items were returned. Device history review could not be performed as the reported devices were not properly identified. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusion: voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to potential risks associated with these devices. The reported pain of unknown etiology is considered to be under the scope of this recall. No further investigation is required.